Manufacturer narrative:
The unit did not have a battery installed when received. Unit passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08700 inches. Hardware low level failures (variable 3) alarmed during self test due to broken trace at u1 pin 1 (vdd) / pin 6 (sda) on keypad assembly. Toggled on/off and inreased/decreased volume with the audio feature functioning properly. However unable to complete the self test and verify tone check/vibrate check due to hardware low level failures. Unit uploaded properly using carelink. Unit had scratched display window cover, scratched case, faded serial number label, peeling end cap address label, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was a heart attack. The caller stated that the customer had irregular heart rhythm and a pacemaker that may have led to the customer's passing. The customer¿s blood glucose was 266 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer was using sensors. The caller agreed to return the insulin pump for analysis.